Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse found that the system was not starting up and gives a blue screen on data monitor and sw doesn't booting due to the failure of host pc and hdd. Fse replaced the host pc, loaded the software and license. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up intermittently. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that blue screen was appeared during boot up. It was identified that the host pc was failing. The fse replaced the host pc and reloaded the software and license which resolved the issue. The device was returned to use in good working order.